Manufacturer narrative:
Please note: medwatch # 2017233-2011-00686 report for a gore excluder aaa endoprosthesis was sent to FDA.

Event description:
On (B)(6) 2008, the pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted above the renal arteries. The pt after the implant procedure developed a renal insufficiency and on (B)(6) 2008, had dialysis. On (B)(6) 2011, the pt experienced iliac thrombosis and had a lower limb ischemia due to a dissection of the external iliac artery that caused the occlusion of the endoprosthesis limb. On (B)(6) 2011, the pt had a consultation with (B)(6). Images and further info were requested, but according to the physician, this info is not available from the previous hospital.